Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump had unexpected restart and a cold reset was performed customer's blood glucose value was 126 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the alarm occurred again after pressing the escape. The insulin pump will not be returned for analysis.